Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to further discuss the issue. The customer confirmed that the issue occurred during setup for a case. The customer replaced the o-ring in the hose connector and the maj-1080 c02 hose however, the gas was still leaking at the connector to the cylinder. Furthermore, the customer placed the o-ring over the lock nut on the connector. Tac advised the customer that the o-ring should be attached first and then held in place with the lock nut. The customer planned to get tools to replace the o-ring on the gas hose connector. A follow up was made and the customer confirmed that the issue was resolved after replacing the o-ring. No device will be sent in for repair and evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high flow insufflation unit gas cylinder was replaced however, a leak at the connection of the hose was observed. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was caused by o-ring (packing) of the high-pressure hose not being attached properly and that failed to seal the content. This information is addressed in the instructions for use (IFU): "¿ packing (o-ring) replacement procedure ·preparation order an olympus o-ring gt8450 for maj-1080 or maj-1985. Use the following tools*1 to replace the packing. *1 not offered by olympus. ¿ wrench (6 mm) ¿ tweezers (without sharp tips) caution ¿ be sure to use the packing (o-ring) designated by olympus. Use of a non-designated packing (o-ring) could lead to a gas leak. ¿ do not use tweezers for attaching a new packing (o-ring). Otherwise, the packing (o-ring) may be damaged, which could lead to a gas leak. ¿ be sure to use the designated wrench for attaching or detaching the o-ring lock nut. Otherwise, the o-ring lock nut may be damaged." Olympus will continue to monitor the field performance of this device.